Manufacturer narrative:
The reported information and log file were examined. The analysis of the log file confirmed that the device failed at the reported time of event. The underlying root cause was found to be an insufficient capacity of the external and internal batteries. On (B)(6) between 00:05 and 00:39, a total of 124 battery alarms occurred and the device switched between the external and internal batteries 61 times. At 0:36 the external and internal batteries were discharged to such an extent that the unit shut down with an audible power alarm. The internal and external batteries are wear parts and need to be replaced every 2 years during maintenance. The batteries in this unit were 2 years old and were due for replacement. If all supply voltages fail, ventilation is stopped, the screen turns black and the emergency breathing valve opens to ambient to allow spontaneous breathing of the patient. The evita 4 alerts the user acoustically with an independently powered alarm for at least 2 minutes. When the supply voltage is restored, the device performs a warm start (duration approx. 8 seconds) and continues ventilation with the latest parameters. The device has behaved as specified. A repair has been carried out.

Event description:
It was reported that an intensive care ventilator evita 4 stopped ventilating during the transport of a patient. No patient consequences were reported.